Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
When the surgeon removed his hand from the robot during the reaming of the tha, the arm continued to drop. The sales rep confirmed that when hip end effectors or reaming shafts are attached to the arms, the weight causes the arms to drop.

Event description:
When the surgeon removed his hand from the robot during the reaming of the tha, the arm continued to drop. The sales rep confirmed that when hip end effectors or reaming shafts are attached to the arms, the weight causes the arms to drop.

Manufacturer narrative:
Reported event: when the surgeon removed his hand from the robot during the reaming of the tha, the arm continued to drop. The sales rep confirmed that when hip end effectors or reaming shafts are attached to the arms, the weight causes the arms to drop. The event was confirmed. Method & results: -product evaluation and results: after checking the condition of the robot, we found that the wires of each arm had become loose, so we decided to fix the wires until they were back to the specified value. We adjusted the yer and calibrated the hip end effector. As a result of the above, the arm is held in place without dropping under its own weight, and we have confirmed that it passes the pre-surgery check. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.